Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 22, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch surestep meter was missing the test strip holder and she was unable to program the meter with the correct calibration code number. The medical affairs specialist (mas) spoke with the pt's daughter to obtain and verify information. The mas also reviewed the recorded telephone call. For approximately one month, the pt noted the test strip holder of the reported meter had fallen off and was now missing; she was unable to test her blood glucose levels. The reporter, the pt's daughter, also alleged that the meter would not present the stored calibration code number, but would display multiple numbers. In 2007, at 10:00 am the pt reported that she had a 'low sugar attack', was 'out of it' and she passed out. The pt had experienced no symptoms of high or low blood glucose levels prior to passing out. The pt noted she had occasional access to her sister's meter, but did not test her blood glucose level using any device on the day of the event. The pt's son contacted emergency services. When the paramedics arrived, they obtained a blood glucose level for the pt of 20 mg/dl, and her blood pressure was elevated. The pt's treatment is unknown, but she was transported to the emergency room and placed on life support. The pt was revived three hours later, and admitted to the hospital for three days with a diagnosis of coma related to hypoglycemia. The pt takes novolin n insulin 10 units with meals and adjusts the dose based on her meals. She tests her blood glucose levels three or four times per day before meals. The pt has memory problems, and lately has been forgetting to eat her meals. The meter, test strips and control solution were replaced. The pt alleged she was unable to test her blood glucose level due to the calibration code number and test strip holder issues on the reported meter. She became hypoglycemic, received emergency medical attention and treatment, and admission to the hospital for coma. Therefore, this complaint is being reported as an adverse event.